Manufacturer narrative:
(B)(4). Field service went onsite, investigation still on going. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is giving invalid gas identification and oxygen sensor cable is broken. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. It was determined that a new flow sensor pcb (printed circuit board) or gde (gas delivery engine) is needed. The flow sensor pcb (printed circuit board) and gde (gas delivery engine) was replaced. Unit passed est (extended self test), calibrated transducer and performed ovp (operational verification procedures). The unit meets factory specifications.